Manufacturer narrative:
Carefusion engineering performed a visual inspection of the customer samples and confirmed the lot number (09060001) and the failure mode. Verification tests were performed on csc adapter such as port breaking force test: verso (csc100) vs. Ballard, pull/push test on verso assembly (csc100) and testing of the ultrasonic weld/uv adhesive strength. Based on these tests the root cause for the issue reported was determined to be due to a poor ultra-sonic weld of the swivel ring to the body that holds the swivel in place. The following corrective actions have been implemented : design improvement to the verso body weld interface; implement welding process at the manufacturing site; implementing 100% post welding deflection test and improved the lubrication process. Carefusion performed a risk assessment for csc100 "airway access adapter " adult and determined that no field action is needed.

Event description:
The csc100 in conjunction with the csc114 was in use on an intubated patient. The ventilator circuit "wye" swivel connection pulled with very little effort from the body of the csc100 adaptor. This portion of the swivel became lodged in the circuit "wye" and could not be removed. The patient was manually ventilated and the circuit and the csc100 adaptor was replaced. The sample does not seem to have the retaining ring that would hold the male portion of the swivel in place. The patient required high peep levels (+14) during ventilation but no harm was noted.